Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in saskatoon, canada. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. While performing electrical safety test the leakage current was 4x higher than it should have been. There are no error messages, and the system is functioning to specifications except the leakage current. The unit needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device gave a ground fault error (line isolation monitor (lim) alarm) in operating room during procedure.there was no patient injury.